Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore on his back under the therapy electrodes. There is no indication of a device malfunction that caused or contributed to the reported irritation. The sore developed into an infected weeping boil. The patient's doctor prescribed antibiotics and a cream for the boil. The patient's irritation improved.